Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of high temp was confirmed. During svc, the device failed the temp test. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
The device was received from the USA for svc. During servicing of the device, it was found to have a high temp. The device was not being used during surgery, and no injury or medical intervention occurred. There was no additional info provided.